Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an ongoing issue with low results for multiple patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module since (B)(6) 2017. The customer stated they have a repeat limit of < 20 umol/l set and they noticed that there were more patient samples meeting the low repeat limit than normal. On (B)(6) 2018 the customer checked 615 orders and repeated 64 patient samples on a different c702 module. Of the repeat data provided, the results for 13 patient samples were erroneous. The erroneous results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and checked and cleaned all rinse stations. The fse identified a small hole in a tube in one of the rinse stations. Gear pump pressure was ok. The cuvette wash was adjusted and the cuvettes were changed. Cell blank was ok. Crep2 comparison testing was performed between the instrument in question and another system and the results were ok. Calibration and qc were acceptable. Based on a review of the alarm trace, an "abnormal sample aspiration" alarm was observed on (B)(6) 2018. As of (B)(6) 2018 the customer was running crep2 in duplicate and there were no more discrepant results. The investigation determined that the hole in the tubing found by the fse was the root cause of the event.